Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) in response to an inquiry for more details regarding the event: when asked the actions taken regarding the retention, the hcp responded that urinary retention was a pre-existing symptom for this patient. Patient was scheduled to return to clinic (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were not seeing much improvement in symptoms since implanted and they wanted help adjusting therapy. They stated the had the feeling to urinate and their bladder was full, but they could not go and they thought they were going to have to go to the hospital to be catheterized. They had tried the program they were on for about 8 hours. The stated that on program 7 at 1.2v they constantly felt like they had to have a bowel movement even though they didn't need to go. They stated it wasn't helping much with their urination. Therapy expectations were reviewed. On the call the settings were changed to program 2 at 1.1v. They were going to monitor symptoms after change was made and follow-up with their healthcare provider if they didn¿t resolve. It was noted the patient was getting assistance from their wife to adjust therapy due to being in a state where they could barely move, this was understood to meant the patient referring to being recently implanted. The wife mentioned the implant was in a bad spot when trying to sync with the ins. The ins was located over the butt and the patient had a band-aid. Additional information was received. The patient called back and stated they had the stimulation off for a week or so and they had tried several programs and they were still getting no relief. They stated they found it hard to urinate and they also had the urge to have a bowel movement all the time. Patient had an appointment scheduled with their healthcare provider for (B)(6). Therapy theory and expectations were reviewed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) in response to an inquiry for more details regarding the event: when asked the actions taken regarding the retention, the hcp responded that nothing was done that they were aware of. Patient was scheduled to return to clinic (B)(6) 2019. No further complications were reported or anticipated.